Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. The trigger guard was present but not tethered to the driver. When the trigger was pulled the driver was operable with a solid green led light displaying. 5mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 2.81 insertion 2: 2.90 insertion 3: 2.60 hard profile (105 lbs/ft3) insertion 1: 5.72 other remarks: insertion 2: 5.72 insertion 3: 6.13 the driver successfully negotiated both the soft and hard saw bone insertion testing while maintaining a green solid light. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 09/2015 and is approximately 2 years old. The complaint, "the driver failed to advance during io placement" cannot be confirmed. Functional testing has validated no fault found with this driver. No corrective/preventative actions will be assigned. Functional testing has validated no fault found with this driver. The complaint cannot be confirmed. No further action required.

Event description:
Issue reported: ez-io driver failed to advance during io placement for cardiac arrest patient. Another ez-io driver was available from another ems unit to finish the insertion. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: ez-io driver failed to advance during io placement for cardiac arrest patient. Another ez-io driver was available from another ems unit to finish the insertion. The patient's current condition is unknown at this time.